Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the hcp denied making any allegation of the ins not working or lack of therapy during the crts call that took place on (B)(6) 2018. No further information to provide.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The healthcare provider reported a revision but didn't know the details- they only knew that the ins wasn't working for the patient and the battery didn't work. The healthcare provider noted that they wanted to replace the system at the time of the revision to have full body MRI status. No further complications reported.

Event description:
Additional information was reported that the caller stated she thinks the patient may have had some sort of revision done to their ins because the patient mentioned something about the battery not working and "something about different leads", but the caller was unable to provide any further information. It was recommended that the caller follows up with the patient or healthcare provider (hcp). No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.